Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and choroidal detachment as a known complication. The device history record for the reported lot was reviewed and no issues were observed. The product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Patient undergone an ahmed tube implant by dr (B)(6)/ (B)(6) on (B)(6) 2026. Dr (B)(6) primed the tube and did not note of any abnormalities. Surgery was uneventful. However, patient had persistent hypotony postoperatively. (B)(6) 2026, pod 5, noted over-filtering tube vs peritubular leak (large bleb) iop 2- healon gv injected. The plate was covered by conj and tutoplast, with sutures intact and watertight with no leaks. On (B)(6) 2026, patient returned to ot for tube ligation/stenting kiv conj autograft intraoperative findings on (B)(6) 2026 noted: over-filtration, valve failure, no peritube leak. Surgeons stented the tube plate junction with 4/0 prolene and closed the wound in the meantime, the team is still monitoring the patient.